Event description:
The customer reported that while the iabp was in use on a pt around 3:00 am, the upper screen appeared to go white. The assist function was not affected. The next morning, the iabp was turned on again and the iabp upper screen was showing signs of interference. No pt injury was reported.

Manufacturer narrative:
The company service representative was unable to duplicate the reported problem. The display, serial number (B)(4) was returned to the factory for evaluation. It was installed on a test system and checked for operation with no problems found. Attempts were made to reproduce the reported failure as follows: moving cables and connectors, tapping the case and displays, rolling the system over uneven ground (i.e., "bumps"), and causing extreme vibration. No abnormalities were seen on the display. The system was then put into the burn-in room for 2 days, at 35 degrees c, and monitored for any effects. The system was set to pump continuously and to perform scheduled autofills for 2 days. There were no interruptions or failures observed. After the iabp was removed from the burn-in room, additional power on/off cycling was performed. There were no problems identified with the display and no errors in the fault log. Thus, despite extensive testing, the reported failure could not be reproduced. We have not received any related complaints.